Event description:
It was reported that; the sales rep reported that whilst in anchor c surgery on (B)(6) 2015, a cage would allegedly not fit onto the introducer, causing the introducer tip to reportedly break off. The sales rep has reported that she does not believe that any excessive force was being used by the surgeon. The sales rep has reported that whilst this was the surgeons first time using these devices, he is very well experienced with stryker devices. The sales rep has reported that there was a delay of 5-10 minutes and another device was used to complete the surgery successfully.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon visual and functional inspection, the inserter was found to have a fractured tip. The small surface area of the threaded tip makes it more susceptible to fracture if it experiences significant amount of torsional force. The user may have attempted to over tighten the cage to ensure a snug fit; however, the additional torsional force may have resulted in the fracturing of the tip conclusion: a plausible root cause is attempting to thread the cage an excessive number of times (exceeded amount of turns it takes to thread cage).

Event description:
It was reported that; the sales rep reported that whilst in anchor c surgery on (B)(6) 2015, a cage would allegedly not fit onto the introducer, causing the introducer tip to reportedly break off. The sales rep has reported that she does not believe that any excessive force was being used by the surgeon. The sales rep has reported that whilst this was the surgeons first time using these devices, he is very well experienced with stryker devices. The sales rep has reported that there was a delay of 5-10 minutes and another device was used to complete the surgery successfully.